Event description:
It was reported that during a pta treatment procedure, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a chronic, 100% stenotic lesion in the left circumflex coronary artery. The lesion had been predilated with a rento 2.0 mm balloon, then the physician upsized to the maverick2 moorail balloon. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail 20 mm x 2.0 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.